Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet system, with a cgm trend initially flat then changing to downward, and the user noted prior tubing traction and subsequently removed the infusion set for a full change; the user self-administered two insulin boluses totaling 10 units and was advised to disconnect temporarily. Symptoms included hyperglycemia and a subsequent hypoglycemic event with a reported glucose nadir of 47 mg/dl. Outcomes included self-management without hospitalization or professional medical intervention. Investigation included complaint evaluation, user troubleshooting, and education regarding infusion set integrity and device use. Investigation of this case revealed an unclear cause, with a potential infusion site or cannula displacement suggested by reported tubing yanks. It was concluded that the event involved hyperglycemia of unclear cause followed by hypoglycemia after user-administered insulin, with no device malfunction confirmed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.